Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking at the site and went to an emergency room (ER) eventually shifted to intensive care unit (ICU) on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 600 mg/dl and the patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was found positive for ketones. The patient stayed in (B)(6) 2025. No further information available.